Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
It has been confirmed that there was no rupture on the left side. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1.fax: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.